Event description:
It was reported that the preloaded intraocular lens (iol) was inserted into patient's right eye, however, was cut out and replaced with a 3-piece lens due to zonular dehiscence and capsule tear. The incision was enlarged and vitrectomy was performed. The patient has recovered. The original lens was discarded. No other information was provided.

Manufacturer narrative:
Unknown/ asked but not available. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). An attempt was made to obtain missing information; however, no additional information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jun 2, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint handpiece was received inside of the original folding carton. No iol was received as part of this return. Visual inspection under magnification revealed that the handpiece was received with the plunger rod fully advanced. No gaps were observed with the lens module. The handpiece was disassembled and the assembly was inspected, no issues that could contribute to a capsular tear could be identified. No iol was received as part of this return, therefore, no product evaluation could be performed on the lens. Conclusion: the reported complaint issue was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.